Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information reviewed and device analysis, the cause of the reported failure to fire cannot be determined. The cause of the subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1142 was removed and code 2610 was added.

Manufacturer narrative:
Correction: h11 - additional mfg narrative: the device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information reviewed, the cause of the reported failure to fire cannot be determined. The cause of the subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to an aortic endoprosthesis procedure interventional procedure. Reportedly, two prostyle devices were used initially, intending to perform a double closure later. However, they were unable to proceed because the needles of the devices failed to penetrate the arterial wall. Another two prostyles were used and the same issue occurred. Pre-close was abandoned. An open surgical approach at the groin puncture site to complete the intervention was performed and a suture was placed to achieve hemostasis. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.